Event description:
A tandem mobi cartridge alarm was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support confirmed the cartridge alarm and instructed the caller to remove the cartridge and deliver a 9-unit bolus, which was completed successfully. Afterward, the caller was able to reload the original cartridge and resume insulin therapy, resolving the issue.